Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms, and a lv lead safety switch (lss) was triggered due to a high out-of-range lv pace impedance measurement of 2,016 ohms. Lv impedance measurements have been fairly stable since a recent device changeout in may, with a gradual increase in impedance measurements. Technical services (ts) discussed troubleshooting options and programming considerations. It was recommended to bring the patient into the clinic for lv lead evaluation to rule-out possible lead integrity concerns, assess lv lead vectors, and consider raising the impedance alert value. This lv lead remains in service. No adverse patient effects were reported.